Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer reported that the leak past second o-ring. The customer reported that the o-rings not malformed in package. The problem occurred with 2 reservoirs. The customer was advised to return the reservoir. The reservoir will be returned for analysis.